Event description:
Based on info reported to davol: ni/ni/ni - during a ventral hernia repair, "the plastic ring broke" after the doctor folded it and inserted into the pt. Another bard mesh was used instead for the hernia repair procedure.

Manufacturer narrative:
It was reported to davol that the recoil ring "broke" after it was folded and inserted into the pt. That mesh was removed and another mesh was used to complete the repair. The mesh was returned to davol and evaluated. The ring was found to be completely intact. There were kinks that prevented the ring from recovering its original shape. However, those may have been caused by handling during the placement attempt. The product's IFU addresses proper handling and deployment of the device, including folding the device for insertion. Specifically, it states: "fold the patch parallel to the opening between the straps and insert it through the defect." A mfg review was performed and did not find evidence of a mfg related cause for the condition of the product. With the info provided, no conclusion regarding what may have caused the condition of the mesh can be reached. Add'l 510 k #: k021736.